Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted however several of the device's attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. In addition, the research and development lab performed a visual and stereomicroscope analyses that indicated the insert has burnished areas on the articulation surfaces and scratches on the backside. Burnishing on the articulating surfaces was more apparent on the medial side than lateral side in anterior/posterior direction. The bcs post has deformation in the region that would be expected for a correctly functioning implant. There was no burnishing on the anterior side of the post which would be expected of knees that dislocate. The features seen on the tibial insert indicate a degree of laxity in the joint. A journey bcs insert would typically show a centralized contact patch on the medial side of the insert. The returned inserts showed large burnished patches on the medial sides of the inserts which indicates laxity in the joint. No further action is being taken at this time; however safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Event description:
It was reported that a revision was performed due to dislocation.